Manufacturer narrative:
Submit date: 07/11/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with generator with version 4.0 + 4.1.0. The customer states that following a closurefast procedure, the physician discovered that the patient 's vein did not close via the ultrasound. The customer would like to the generator evaluated. No medical intervention or serious injury.